Event description:
The company received information that suggested that on 34th day of use, the family of the patient noticed the air leakage sound from the tube. When they checked, a crack was found on the attached part of the neck flange and the tube. The customer reported that the patient was re-intubated and that there was no patient harm.

Manufacturer narrative:
The customer stated that they will return the product for evaluation.